Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a large thrombus in their left ventricle (lv) on (B)(6) 2021. The log file captured a low flow flag on (B)(6) 2021 at 11:19:59 which did not persist long enough to trigger a low flow alarm. The pump was operating as intended. There were no changes to patient condition, anticoagulation status prior to admission. There were no changes to the pump parameters. An echo was performed and the blood clot was found in the left ventricle cavity towards the anterior and anterolateral wall. There was no aortic valve opening. The patient was symptomatic. A heparin drip was started on (B)(6) 2021 until (B)(6) 2021. The patient was bridged back to coumadin as of (B)(6) 2021 and patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this investigation. It was reported that the patient experienced a large thrombus in their left ventricle (lv) on (B)(6) 2021. Log files were submitted to determine if there was a correlation. The submitted controller event log file captured a low flow fault flag at 11:19:59 on (B)(6) 2021. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Additional information was communicated on (B)(6) 2021 that the patient was held for 2 days for the procedure. There were no changes to pump parameters or anticoagulation status prior to admission, and the patient was asymptomatic. An echo was performed that showed a severely reduced left ventricle ejection fraction (lv ef). There was no aortic valve opening. The canula of the lvad was seen at the apex. A heparin drip was performed from (B)(6) 2021 through (B)(6) 2021. The patient was in stable condition and will continue with anticoagulation medication and in-patient visits pending discharge. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. C are currently available. This IFU lists peripheral thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The section entitled ¿introduction¿ instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.